Event description:
During a standard inspection of a customer returned asset, the evis exera iii gastrointestinal videoscope presented an e204 focus function error message. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
During the device evaluation, there were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.